Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed to stay closed. The field service engineer (fse) replaced the open/close sensor and tested the drawer in the hardware test application (hta), confirming normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 medsurg1 cubie drawer 2 failed to stay closed and could not be recovered. The drawer does not open properly, and the system registered it as not closed, prevented successful storage space recovery. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.